Manufacturer narrative:
A1: (B)(6). H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1 -10.50/1.00/112 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Lens opacity (cortical) was observed on (B)(6) 2021. On (B)(6) 2023 the lens was explanted. It was reported that cataract surgery was also performed. Problem resolved. Cause of event was unknown.